Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "acute hypertensive heart failure due to postanesthetic shivering after mitral valve transcatheter edge-to-edge repair: a case report", was reviewed. The article presented a case study of a 64-year-old female patient with diastolic phase hypertrophic cardiomyopathy, recurrent heart failure with severe functional mitral regurgitation. It was reported that on an unknown date, the patient a mitraclip procedure was performed. One clip was mr to trivial. Roughly 30 minutes after admission to the ICU, the patient exhibited noticeable shivering. Chest radiography showed notable findings of pulmonary edema. One hour after the onset of shivering, the patient returned to normal. The patient was then transferred from the ICU to the general ward the following day. [The primary and corresponding author was hiromitsu kuroda, department of intensive care medicine, sapporo medical university, school of medicine, sapporo, japan, with corresponding email: hkuroda.biglobe@gmail.com].

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, it seems that the reported pulmonary edema was related to patient condition. The reported patient effect of pulmonary edema, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.